Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels in the 300 mg/dl range. At the time of the report, customer' blood glucose level was 293 mg/dl. The cause for the reported elevated bg levels was unknown. Customer delivered a bolus, administered manual injections, and changed pump supplies to address elevated bg levels. System check with tandem technical support was performed and the pump functioned as intended. Recommendation was made to discuss diabetes management with customer's health care professional.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels in the 300 mg/dl range. At the time of the report, customer' blood glucose level was 293 mg/dl. Customer stated that elevated bg levels can affect vision. The cause for the reported elevated bg levels was unknown. Customer delivered a bolus, administered manual injections, and changed pump supplies to address elevated bg levels. System check with tandem technical support was performed and the pump functioned as intended. Recommendation was made to discuss diabetes management with customer's health care professional.